Event description:
Information was received from a patient's representative (caller) regarding external devices to an implantable neurostimulator (ins). It was reported that patient had issues before with controller. Caller stated that where the battery was displayed showed charged at 220% and would sometimes drop to 30%. Caller stated the 220% would disappear on its own. Caller stated that the controller locked up and removed the recharger, but still showed charging and never changed. Caller detected no damage to the controller. It was also reported that the patient (pt) had issues with recharger in the past and the current issue is the recharger got hot to touch on the relay box. Caller also stated that it took longer to charge. It used to take 20 minutes and was now taking 1-1.5 hours. The manufacturer's patient services specialist (pss) reviewed this is not abnormal and reviewed 1-2 hours is expected. Caller stated that pt charges twice per day. Pss advised caller to let the ins and the controller drop somewhat as the pt always had them plugged in and charging. Caller stated that the recharger had a hard time locating the ins and had a hard time locating ins to get a good signal. No symptoms were reported. A replacement controller and recharger were sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, poor recharge quality error. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.